Manufacturer narrative:
The lot was manufacturing between may 4, 2019 and may 6, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the bottom of the bag near the infusion port. The leaks were observed during compounding prior to patient use. There was no patient involvement. No additional information is available.